Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. No blank display noted during testing. Analysis was unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to lcd damaged. The insulin pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a crack on the screen. The customer's mother reported that that the insulin pump would not turn on. The customer's blood glucose was 256 mg/dl at the time of incident. The customer's mother stated that the insulin pump was dropped and the site came out. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.